Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed a deformation of the outer coil approximately 14 cm distal to the is1 connector pin which most likely resulted from a tight suture. During the mechanical analysis, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were presumably introduced into the lumen of the lead by means of stylets used during the explant procedure. In the course of the analysis no further deviations were noted which might have contributed to the dislodgement reported in the complaint description. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.